Event description:
Kidney perforation occurred during stenting procedure on pt with ureteral obstruction due to ureteral calculus. Following ureteroscopy and stone extraction procedure, a ureteral stent was placed during which the kidney was perforated. Dr reported perforation occurred when wire was placed for stent insertion and wire was stiffer than competitor's wire.